Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage to the emergency backup battery (ebb) ribbon cable. The reported event of the pump running led appearing to be off was confirmed by inspection during preliminary testing. The returned system controller, serial number (B)(6), was functionally tested and found to have dim pump running leds, but otherwise operated as intended during analysis. The system controller was operated in a mock circulatory loop without any issues or atypical alarms produced. The root cause of the reported event cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low flow alarms, and other alarms that may arise. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04897. It was reported that the device experienced low flow alarms with pump running symbol off so bedside staff exchanged the controller. Log file analysis captured low flows on (B)(6) 2020. There were no other unusual events recorded in the log file event history. Additional information states that patient was given epinephrine, patient was intubated but off of pressors. Patient was hemodynamically stable as of (B)(6) 2020. Patient was receiving treatment for sepsis. It was clarified that the patient was intubated and the bedside nurse said that the pump running symbol was black with low flow alarm and a red heart alerting them to exchange the controller. Controller will return after patient is discharged.